Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the verbatim: rcc received a complaint via email. Email(s) attached. Nurse manager is concerned about the amount of fluid retained in the vented cap when primary the primary set (disposable). She¿s concerned the medication in the cap will be exposed to the nurse/patient when connecting the disposable to the patient. Product#: 2426-0007